Manufacturer narrative:
The returned device was evaluated and no evidence of a leak was found. The pod was received undeployed. Its root cause was determined to be caused by an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and manufacturing work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported high blood glucose results while wearing a pod. He stated that his blood glucose level had been high before activating the pod, and that the new pod was leaking.